Manufacturer narrative:
Corrected data: inputted patient's initials in section a.

Event description:
During and initial implant procedure on 17 jan 2024, it was reported that the left ventricular (lv) lead dislodged. The dislodgement was discovered via fluoroscopy. There were no consequences to the patient. The lv lead was not implanted. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported event was lead dislodgement. As received, a complete lead was returned in one piece for analysis. Visual inspection of the lead found no anomalies to the lead body. Analysis was normal. No anomalies were found.